Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and user was unable to view the patients. A field service engineer identified that the anesthesia machine displayed a network disconnection error, determined that the issue occurred because the ethernet cables had been intentionally unplugged from the wall jack, taped together, and left on the ground behind the anesthesia station, resolved the issue by reconnecting the ethernet cables to the wall jack, then tested the repair by logging into the station and verifying that data synchronization was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was in disconnected mode and user was unable to view the patients. Customer tried to reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.